Event description:
It was reported that multiple minimum fill notification occurred after filling the cartridge with 220 units of insulin. Customer¿s blood glucose was 127 mg/dl. Reportedly, customer will use the current pump until replacement arrives.